Event description:
A us distributor contacted zoll to report that a patient advised the system was too heavy and hurting her shoulders. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was described medication for the irritation. The patient returned the equipment and follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised the system was too heavy and hurting her shoulders. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was described medication for the irritation. The patient returned the equipment and follow up indicated the irritation improved.